Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All circuit boards and cabling was reseated, and made secure as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 prior to starting a case reported an error message "x-ray not ready", and would subsequently not fluoro. There was no adverse pt involvement reported. There was no pt information reported.